Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch verio iq meter is giving inaccurate high reading of "214 mg/dl" compared to another meter reading of "155 mg/dl." In addition, the patient felt that his readings on the subject meter does not correlate with a1c reading of 6.0 to 6.2. This complaint is classified according to the documentation of the customer care advocate. The patient's diabetes is managed with a combination of diabetes medication (metformin and "victoza injection"). On (B)(6) 2013 at around 2:15 pm, the patient was having symptoms described as "heart beating fast, head felt strange." The alleged inaccurate results was obtained at 3:09 pm. The patient was able to administer self treatment with food and drink at the time of concern at 3:15 pm. During troubleshooting, the patient confirmed the unit of measurement was correctly set. There was no control solution at the time to perform a quality test. The test strips were good condition and within the discard date. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported due to the alleged inaccurate issue. The patient's symptoms preceded the onset of the alleged inaccurate high issue. The patient was able to promptly take treatment after the alleged onset of the issue.

Manufacturer narrative:
Follow-up # 1 ¿ (10/16/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.